Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed help screen language under the catheter restriction alarm. The clinical educator, was present during the call and was assisting in troubleshooting. She requested assistance with syringe inflation of the balloon, as the console had been in standby for twenty minutes at the time of the call. A screenshot of the syringe fill instructions for the clinical educator and her staff to follow. Upon follow up, the educator voiced frustration related to the help screen instructions not including the need for a three way stop cock. She believes that the console instruction should provide more specific guidance in order to intervene immediately and that the help screens should be updated to communicate to reflect same. There was no patient harm or injury reported. Related balloon complaint (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that a customer had concerns regarding help screen language under the catheter restriction alarm. This was associated with a with a clinical emergency call regarding said catheter restriction alarm. The clinical educator, (B)(6), was present during the call and was assisting in troubleshooting. She requested assistance with syringe inflation of the balloon, as the console had been in standby for twenty minutes at the time of the call. The customer was provided with a screenshot of the syringe fill instructions for (B)(6) and her staff to follow. Upon follow up, (B)(6) voiced frustration related to the help screen instructions not including the need for a three-way stop cock. The customer believed that the console instruction should provide more specific guidance in order to intervene immediately and that the help screens should be updated to communicate to reflect same.